Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the olympus ultrasound bronchofibervideoscope was giving b30 scope communication error during inspection for use. There was no patient injury reported.